Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Due to not receiving the defective sample for further inspection and analysis, and the damage condition of the hose cannot be identified, so the root cause of the leakage cannot be confirmed. The plant will continue to monitor such defects.

Event description:
On (B)(6) 2025 09:10 while administering an IV infusion via an indwelling needle, the nurse successfully inserted the needle. Upon opening the infusion set, it was discovered that the tubing at the y-connector had ruptured and was leaking fluid. This necessitated removing the needle, replacing the indwelling needle, and reinserting it. The treatment was subsequently completed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.